Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device would not recognize bubble which was not reproduced during evaluation. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not recognize bubble. The problem was found in the biomed service department during testing. There was no patient involvement. No additional information is available.